Manufacturer narrative:
(B)(4). This is an initial / final submission. At investigation the device was not able to produce a passing sample mesh. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the knife roll is blocked when the dermacarrier plate is inserted. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii by flextronics on may 23, 2019 revealed that the calibration was out of specifications. The device did not produce a passing sample mesh and the side plates need updated to the new version. There were non-original screws in the handle and it was found that the cutter was stuck. Repair of the meshgraft ii was not performed as the new side plates could not be affixed to the device. The device was returned to the customer unrepaired. It was inspected and tested. Although the reported event was confirmed during inspection of the device, new side plates could not be affixed to the device and the unit was returned to the customer unrepaired. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the knife roll blocked when dermacarrier plate is inserted. At investigation the device did not produce a passing test sample mesh. No adverse events were reported as a result of this malfunction. No additional event information available.